Manufacturer narrative:
The log file was analysed regarding the reported event. Based on the log file the reported event could be verified. The log file entries indicate that the device performed a restart due to a failed ¿shut off test¿ of the internal battery. The device regularly conducts a "shut off test" to check the battery for proper operation. This test interrupts external power sources and will switch to internal battery for 500ms. If the capacity of the internal "batteries" is too low, and the device detects this during this short period, the test will be cancelled. If the internal batteries are completely depleted and have no remaining capacity, the device will reboot due to lack of power for 500ms on internal battery, as happened in the present case. In case of a restart a corresponding error code is logged in the log file and the device alarms high prior device error after the restart. In case a ventilation is active at the time of restart, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. After restart the ventilation continues with previous settings. The internal "batteries" have already been replaced. No patient injury reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed, and ventilation operation stopped while the device was connected to ac mains power.